Event description:
It was reported that the patient had a a21 alarms on the insulin pump. The customer's blood glucose level was 127 mg/dl. The troubleshooting was performed and ask the customer to returned the insulin pump for analysis. The patient was advised that we will replaced the insulin pump. We received the customer insulin pump and the analysis was that their is moisture damaged on electronic assembly. No further assistance needed.

Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Unable to verify a21 alarm, battery out limit alarm and of no power alarm due to blank display. Pump received with minor scratch display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. (B)(4).